Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for generator change out procedure due to normal elective replacement indicator (eri), noise was noted on the right ventricular lead. Noise did not result in oversensing. It was also noted that the right ventricular lead exhibited high capture threshold and in range, low pacing impedance measurements. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.